Manufacturer narrative:
Upon receipt of a user facility report forwarded to us from FDA, biosphere medical conducted an investigation and determined that this event is reportable. User error, patient apparently misembolized. No evidence that device failed or misfunctioned. Device manufacture date: 06/2002.

Event description:
See MDR mw1032116, which states: can you tell me who I would contact to report a significant adverse event that happened to me after undergoing a uterine artery embolization by an interventional radiologist - injecting embolic agents through the groin into the uterine artery to block off the blood supply and "kill" the uterine fibroids. Apparently, I was "misembolized" and the wrong tissue died. I had to be treated as a burn victim. The radiologist said that I was the only peron in the united states that he knows of that this has happened to this degree. He also said "since it was only one case", it did not need to be reported to the FDA or to anybody else. The hospital could not locate my records for one of the days I was there - the day that I complained that "something is wrong" - but somehow I need to let other women know of this excruciating, painful and decapacitating complication before they agree to this relatively new procedure. Thank you."